Manufacturer narrative:
Inner and outer vials for the tapered screw-vent implant (tsvwb10) were returned. Visual inspection of the as received products identified that the temper resistant tabs on the magenta cap of the outer vial were broken. The inner vial was empty. The vials did not identify any damage or malfunction and the labels appeared to be in good condition. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented in the DHR. Lot was inspected and accepted by qa. The complaint was unconfirmed, as all operations and inspections were executed as per applicable procedure. Also, it was identified that the tamper resistant cap on the outer vial was opened by the customer and the exact details of the device condition when received by the customer are unknown. Therefore, based on the information provided, a probable cause could not be determined.

Manufacturer narrative:
Additional 510k codes: k011028, k013227. Product returned was the empty package.

Event description:
The dentist reported that when opening the implant package there was no implant inside the pouch. Surgery was completed with an alternative implant.